Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain." The previous revision procedure on (B)(6) 2015 was reported on medwatch number 1825034-2015-02613. Product location unknown.

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2012. Subsequently, the patient was revised on (B)(6) 2015 due to loosening. The patient was further revised on (B)(6) 2016 due to pain and instability. The tibial tray and bearing were removed and replaced.